Event description:
It was reported that a patient presented to the emergency room. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited high capture thresholds and high pacing impedance. It was noted that the chronic rv lead helix was not extended, through scar tissue had kept the lead in its originally implanted position. The physician alleged that this contributed to the observed malfunctions. No dislodgement was reported. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.